Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported hemorrhagic stroke and elevated ldh cannot be confirmed based on the evaluation of the returned device. The pump returned with the driveline (dl) cut approximately 10 inches from the pump housing. The severed portion of the dl did not return. The sealed inflow, sealed outflow graft, and outflow graft bend relief did not return. The outflow elbow returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The driveline¿s silastic sleeve was removed to examine the shielding and bionate. No marks or areas with shield breakdown were found. Continuity testing on the returned portion of lead revealed no shorts or discontinuities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis, thrombus, stroke, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of birth not provided. The referenced hemorrhagic stroke was reported under medwatch MFR report #2916596-2015-01822. (B)(4). Approximate age of device ¿ 8 months. The device was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase level was 1055 u/l and the patient was experiencing unspecified symptoms of heart failure. The patient¿s pump was exchanged on (B)(6) 2016 due to suspected device thrombosis. The patient has a history of a hemorrhagic stroke in (B)(6) 2015 and was managed with an inr goal of 1.0-1.5. No additional information was provided.